Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer's representative (rep) their leads moved down two vertebrae and shifted right so they were unable to feel any stimulation in the lower back or left side of the body. When asked what lead to the issue the consumer reported they followed all of the recommended restrictions. Reprogramming was attempted with no success, so the leads were explanted and replaced on (B)(6) 2016. It was further reported that prior to the lead replacement the consumer was unable to get any coupling boxes when charging and was unable to charge the implantable neurostimulator (ins) so it went dead. It was the reps. Impression that the battery had been implanted too deep which was the reason they were unable to charge. At the lead time of the lead replacement the ins was completely discharged and unable to be read so the doctor replaced the battery at the time of the replacement since it was unable to be charged. Following this the issues regarding the leads and ins were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.